Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during treatment she observed an "m31 air detected in cassette" message. The patient also noticed some fluid on the floor but was not sure where it came from. She stated that her patient line felt wet but she checked all the connections and they were tight and secure and did not see any leaks from the bags. The patient cancelled treatment and when she opened the door, there was no fluid inside the door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The rn stated there was no reported fluid leak within the cycler or cassette, and the patient was able to continue using the cycler. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided, and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during treatment she observed an "m31 air detected in cassette" message. The patient also noticed some fluid on the floor but was not sure where it came from. She stated that her patient line felt wet but she checked all the connections and they were tight and secure and did not see any leaks from the bags. The patient cancelled treatment and when she opened the door, there was no fluid inside the door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The rn stated there was no reported fluid leak within the cycler or cassette, and the patient was able to continue using the cycler. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided, and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.